Manufacturer narrative:
The device has not been returned. Due to description of fluid spill, there is a potential for the key electronic components to be damaged from the spill. A f/u report will be filed when the device is returned and the eval has been completed. Haemonetics (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "orthopat machine fluid spill". No pt injuries reported.